Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a size 8 corail stem. The surgeon that did the revision surgery felt like the stem had subsided even though it was a collared stem, and felt like the primary surgeon had undersized the stem. The surgeon wanted to do a femoral revision only and cleared out enough room on the lateral side of implant to put on the threaded extractor. After 2 to 3 blows using the slap hammer, the stem came out with ease. It was also indicated that the stem was loose at bone to implant interface. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.